Event description:
It was reported that a ventilator did not pass the volume accuracy test. There was no patient involvement reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien factory service technician (fst) inspected the device and verified the malfunction. The (fst) found that the connecting rod had separated from the crank arm. The fst replaced the crank arm and crank arm bearing. The unit passed performance verification testing.